Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 9 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous left main trunk and proximal lad coronary artery. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.